Manufacturer narrative:
(B)(6). Device manufacturer date not provided. Field service specialist visited the account and checked laser performance, plastic, alignment verification. Aspirator nozzle adjusted. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with keratitis in left eye. Patient complaint of discomfort in left eye. No information that any treatment was done for the keratitis. Surgeon reported that is not satisfied with the topographies of post surgery. Pre-op acuity: 1.0 / 1.0-, post-op acuity: 1.0 / 1.0. No additional info was received.

Manufacturer narrative:
During follow up it was reported that patient keratitis was treated with lubristil (kind of artificial tear) and is currently resolved.

Manufacturer narrative:
Additional information manufacturing date is year 2001 placeholder7